Event description:
Rptr indicated that the pt has experienced an increase in seizure activity since last office visit in 2001, before which it was reported that the pt had experienced some seizure control. During office visit in 2002, interrogation of the device revealed the following programmed parameters: 0/30/250/30/1.8/0/250. The physician believed that the device was programmed to 1.25/20/250/30/1.8/1.5/250 at last office visit in 2001. It was reported that magnet swipes since last office visit have been recorded in the device programming history, indicating that the pt has been able to initiate magnet mode stimulation. The physician plans to reprogram the pt's device to 0.5ma output current and build the pt back up to the pt's previous settings. It is suspected that user at office visit in 2001 caused the device to be set to parameters other than what the physician believed the device to be programmed to. Two attempts have been made to obtain additional info (1 via certified u.s. Mail to physician, 1 via voice mail message to physician's office) with no repsonse to date.